Manufacturer narrative:
Product complaint #: (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the plif surgery for lumbar disc hernia was performed by using the expedium verse and concorde system. On unknown date after the surgery, it was found that the set screw (199721001s, lot#: tm1222) at l2 (right) had come off before the bone union was completed. On (B)(6) 2018, reoperation was performed to replace the set screws and rods (part#: unk) with new ones in addition to the bone transplantation by plf. The reoperation was successfully completed with no delay, and there was no adverse consequence to the patient. The surgeon commented as follows: an excessive burden onto the set screw is unthinkable since compulsive correction was not applied to the implants used. Dislocation of the set screw has occurred only with j&j and stryker products, both of which are tightened with a torque-driver. This event may be related to a technical difference in final tightening. No infections were confirmed with the patient during the reoperation.

Manufacturer narrative:
(B)(4). The returned set screw features witness marks that are asymmetrical and irregular. The markings are not indicative of the set screw correctly coming into contact with and being tightened down onto the associated rod. The precise geometry of the rod in relation to the set screws and associated polyaxial screws may have influenced the set screws¿ ability to lay flush to the rod. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the set screw loosening could not be determined by the sample or information provided. A potential root cause may be the set screw not being correctly tightened down onto the rod. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.